Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the touched position was observed to be significantly out of alignment. Pil found that the touchscreen flex circuit failed required resistance testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touched position was observed to be significantly out of alignment. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced touchscreen to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).